Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 465 mg/dl at time of the call. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Ran a fixed prime and the high pressure tests and the insulin pump passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.